Manufacturer narrative:
(B)(4). The device was discarded, so no engineering evaluation could be performed. The images from the alleged gore® dualmesh® biomaterial in the slide deck created by the physician and provided to gore could not be further investigated by gore. (B)(4). W.l. Gore and associates cautions in the instructions for use that there are always risks of complications in surgical repair of soft tissue deficiencies, with or without mesh. Complications may include but are not limited to, infection, and revision/re-intervention.

Event description:
It was reported to gore that in 2005 the patient was implanted with a gore® dualmesh® biomaterial in order to treat a recurrent hernia in the abdomen. It was stated that the patient was very likely operated 2 to 3 times for the recurrent hernia, before the gore® dualmesh® biomaterial was implanted. It was also stated that after 2005 another synthetic mesh was implanted next to the gore® dualmesh® biomaterial where the reason for the implantation remains unknown. According to the physician, both meshes were implanted via inlay technique. As those treatments occurred in another hospital, no medical records or further information is available. It was reported to gore that due to a diagnosed infection of the abdomen, the gore® dualmesh® biomaterial as well as the non-gore synthetic mesh were removed from the patient on (B)(6) 2017. It was stated that due to adhesions of the two meshes with the histoid, it was difficult to get the meshes removed. Further it was stated that when the gore® dualmesh® biomaterial was explanted, it was noticed that the mesh was ¿broken in the middle¿. It was reported to gore that a visual inspection by the physician showed that the two parts allegedly of the gore dualmesh biomaterial were superimposed upon each other. No gross photographs or images of the explanted gore® dualmesh® biomaterial were provided. It was reported to gore that an abscess was identified on the non-gore synthetic mesh. It was stated that the origin of the infection remains unknown. It was reported to gore that a histology evaluation performed by the surgeon states that ¿foreign body giant cells detaching particles of the gore dualmesh and migrating into the periphery with their pickings¿. It was further reported that an infection of the mesh itself could not be proven. It was reported that the patient¿s wound healing could be compared with a 130 years old patient. According to the report, the patient developed sepsis after the operation as well as abdominal phlegmon. It was further reported that a seroma is currently treated with a vacuum therapy.